Event description:
It was reported that the hardware displayed incorrect pressure values. After changing the hardware the values were reproducible again. Measurements were made without the system. The values showed a drift when the cable at the kink protection bends. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four (4) units were returned for evaluation. A product sample was received for evaluation. Visual and functional testing were performed they appeared to be assembled correctly with additional labeling for ce marking on each. No physical damage noted for the returned transducers. Functional testing was unable to duplicate reported issue on three (3) of the four (4) returned units; however, was able to reproduce an issue on one of the four units returned. The root cause was unable to be determined. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.